Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: a review of the pump¿s black box and alarm history showed evidence of pump reboot events. During testing, a lose internal component was heard rattling within the pump. The pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The original complaint of an intermittent power issue was duplicated during the 24-hour duration test. The pump cover was opened and the c24 pump component was found to be disconnected from the printed circuit board, which was causing the intermittent power issue. Unrelated to the original complaint, the battery compartment was found to be cracked from the case seal traveling to the grip pad.